Manufacturer narrative:
An isi field service engineer (fse) investigation has been completed. The fse confirmed code 23062 appeared immediately at startup. And universal surgical manipulator (usm) usm3 had to be disabled in order to continue. Part(s) replaced to correct reported problem. System tested and verified as ready for use. Dismantled: 380647-27; assy, usm, is4000, sn#: (B)(4). Intuitive surgical, inc. (Isi) received the usm involved with this complaint. And completed the device evaluation. Failure analysis (fa) concluded, that the reported failure was replicated/confirmed. When the unit was tested on an in-house system, it failed normal mode as it triggered 230 degrees of freedom (dof) 6 error. The carriage assembly was opened, the dof 5-9 motor connections were checked; all correct. Checked rotor mirror and stators wire; all good. The unit was then tested on patient side cart fixture test platform (pftp), and failed dof 6 carriage strength check, carriage friction low and high. Further testing passed; direction test, lissajous, carriage switch test, cva characterization, sensors check, sine cycle, friction speed low, high and very slow, brake release test, brake hold test and advance brake test. Dof 6 rotor, stator and gearbox will be replaced as a fix to the reported failure.

Event description:
It was reported, that during a da vinci-assisted inguinal hernia repair procedure. There were repeated recoverable faults on arm3. The clinical sales representative (csr), contacted a technical support engineer (tse) to report the issue. And said, that the customer disabled arm3 to continue the procedure, using arm4 in its place. Logs confirm repeated motor faults reported by universal surgical manipulator (usm) usm3 axis5. Logs also reflect one occurrence of a high side switch fault reported by the axes controller setup (acu) in the psuj. This one time occurrence of error 23210 after multiple occurrences of error 23062, was likely sympathetic to the 23062 usm fault. But fse should be aware that it occurred. The procedure continued to be completed as planned by disabling an arm. There was no reported injury.